Manufacturer narrative:
We have not received the device for investigation. However, the provided photo confirmed the report. It shows the balloon not fully inflating due to the hole. While the reported event was confirmed, the exact root cause of the balloon rupture could not be determined. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the pruitt f3-s shunt had a hole in the common balloon. The device was not in direct use with the patient. No injury was reported to the patient.